Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting the expedium thoracic probe into the l5 pedicle the tip of the probe broke off into the pedicle. About 20mm. The surgeon had to drill out the pedicle in order to retrieve the tip. Also while inserting a pedicle screw the tip of the expedium poly driver broke off into the tulip,of the screw. The tip was not able to be retrieved. It remains in the screw. Patient consequence? :yes. Patient consequence description:additional exposure to anesthesia plus the l5 pedicle was almost not a viable fixation point. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). One expedium si quick-connect polyaxial screwdriver was received by the customer quality unit. Visual examination at the macroscopic level revealed a fracture of the driver¿s distal tip. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes. A review of the device history record found no issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Additionally, no material defects or other abnormalities have been identified in the fracture analysis report. Therefore, this complaint file will be closed with no further action required.